Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was likely due to the deployment against resistance, such as bone, and/or manipulation of the position of the device with the inserter.

Event description:
It was reported that the spindle cap of the indirect decompression spacer broke during the implant procedure. The procedure was completed with another of the same device.

Event description:
It was reported that the spindle cap of the indirect decompression spacer broke during the implant procedure. The procedure was completed with another of the same device.